Manufacturer narrative:
The failure investigation has been completed and the alleged quick bolus button issue was verified while the alleged alarm altitude issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was sticking. Customer's blood glucose level was in 130-163 mg/dl range. Customer continued to use the pump for insulin therapy.